Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and mesh were implanted; and on (B)(6) 2006, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/02/2016. (B)(4). It was reported that following insertion the patient experienced vaginal scarring and stress urinary incontinence.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted, concurrently with tvh/bso, due to pop and sui. It was reported that patient underwent a revision of vaginal graft with partial removal on (B)(6) 2006, due to vaginal pain. No additional information was provided.